Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed w2 (battery low) and then the device shut off without first displaying e2 (battery depleted). No adverse event reported. A request was made for the return of the device, replacement sent.